Event description:
Three endeavor sprint rx drug eluting stents were implanted during the index procedure, two in the mid circumflex and one in the left main coronary artery. On the same day the pt suffered a mi. The mi was related to the target vessel. The investigator has indicated that the reported event was related to the study device and procedure. At the 3 month follow up, there was no change in the pts angina status since previous contact. (Ref MFR # 9612164-2011-00995, 9612164-2011-00996).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient death occurred 3.5 months post index procedure. Cause of death: cardiogenic shock due to myocardial ischemia investigator indicated that the reported event was probably related to the study device (ref MFR # 9612164-2011-00995, 9612164-2011-00996 and 9612164-2011-00997).